Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's reservoir popped out, causing her to have a high blood glucose level. Blood glucose level at the time of the incident was 460 mg/dl. The customer also stated that the reservoir tube lip was cracked and worn. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.